Manufacturer narrative:
A follow-up will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer was unable to power on their device. There was no patient involvement.